Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. Microscopic inspection did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leakage was found. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage was found. There was no reported patient injury.